Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 and developed a superficial cellulitis at the pump site. The pump and catheter were explanted and the pt underwent implantation of another synchromed pump and catheter three weeks later, in 2001, for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt had a foley catheter in place at the time of the second implantation. Upon postop removal of the catheter, the pt developed perineal numbness, bowel and bladder incontinence. The pt also had a localized structural disorder of the tip of the conus or multiple roots of the cauda equina. The catheter tip was at t11, the desired position. The pt was receiving morphine 2 mg/ml at 0.6 mg/day with bupivicaine 0.25%, dose unknown.